Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: violent shaking, shakes, nauseated, chills. A patient reported they were stopped using insulin and unable to get a blood glucose reading. Their meter allegedly was missing segments on the display. The result on their meter was: unable to test. No alternate method reported. No comparison reported. Treatment was customer drank juice and stopped insulin. No further information has been reported.